Event description:
Initially, it was reported that the patient was scheduled for generator replacement for unknown reason. Clinic notes dated (B)(6) 2014 indicate that the patient is stable on medications and that the generator would be replaced because the patient feels that the magnet was not as effective. The notes indicate that the patient may benefit from generator replacement. Clinic notes dated (B)(6) 2014 note that the patient has had several episodes of complex partial seizures. It is unknown if the seizures are an increase above the patient's pre-vns baseline frequency. The patient underwent generator replacement. The explanted generator was received for analysis. Analysis of the generator was completed on 11/19/2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.